Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A consumer's daughter reported that her mother's vision "got only a little better" following intraocular lens (iol) implant surgery. Additional information has been requested.